Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the non-patient end of the needle separating from the holder/hub. The following information was provided by the initial reporter. The customer stated: "bd vacutainer eclipse blood collection needle. When changing tubes on the vacutainer the needle broke off at the connection point at the top of the vacutainer holder."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination for proper activation and the issue relating to hub/collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA#1277214 was initiated.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the non-patient end of the needle separating from the holder/hub. The following information was provided by the initial reporter. The customer stated: "bd vacutainer eclipse blood collection needle. When changing tubes on the vautainer the needle broke off at the connection point at the top of the vacutainer holder."